Event description:
It was reported that the ilet issued alert 38 for a consecutive stalled motor, and despite multiple supply changes and a guided dry run, the piston did not move, indicating a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during troubleshooting and the malfunction was consistent with a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.